Event description:
A malfunction alarm with code malf 12 was reported, and cts provided information to reset the pump, assisting the caller in doing so. The impact on the customer's blood glucose level is unknown. After resetting the pump, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise. The customer acknowledged and understood these instructions.